Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with high blood glucose levels and their pump not alarming to the highs. The customer states the device did not alarm for sensor readings of over 400mg/dl. The customer states their blood glucose level was 469mg/dl. The customer states they troubleshot the highs and found it was caused by infusion set. The customer treated the high with manual injection. The customer was assisted with their sensor settings and will be monitoring the device.